Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to leave the wall adapter plugged into a working outlet for at least 30 consecutive minutes, after which the pump began charging using the original charging supplies. No further assistance was required, and the issue was resolved without leading to pump shutdown or inability to turn it back on.